Manufacturer narrative:
The field service engineer (fse) replaced the battery to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator cannot charge. The customer reported the device was not in use on patient.